Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customers reported via phone call that they were hospitalized due to diabetic ketoacidosis on unknown date .blood glucose reading was unknown at time of hospitalization. Customer also reported that battery cap were missing. No further patient complication were reported. Device will not be return for further analysis.